Event description:
Attorneys reported that since the mesh implant in 2003, the pt has suffered from infection problems ,has undergone more then 12 surgeries to repair his inside and is currently under physician care.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for evaluation or additional info becomes available.